Manufacturer narrative:
Submitted: (B)(4) 2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, unrelated to the original complaint, the keypad was found to be fully intact without peeling or visible damage. The contrast button was noted to have intermittent unresponsiveness. The keypad cover was removed for investigation and revealed contamination under the contact of the contrast button. Additionally, the threads in the battery compartment were noted to be stripped.

Event description:
The reporter contacted animas on and alleged that they cannot get the battery cap off the pump. The reporter stated that battery cap was replaced more than 6 months. The reporter denied damage or moisture to the pump. The pump is reportedly cleaned with an alcohol swab. The user's guide instructs the user not to use alcohol to clean the pump. The pump is kept in a pocket. There was no reported adverse event associated with this complaint.